Manufacturer narrative:
The pdm will not be returned for evaluation. We are unable to test the functionality of the bg meter to determine the accuracy of bg readings. Based on the information provided in the report, we are unable to conclude that a device malfunction directly contributed to erroneous bg readings, resulting in the customer's ketoacidosis. It is recommended that patient's always carry a back-up meter with which to confirm bg readings. Lot qualification test results for this pdm lot (l50007) revealed zero failures. The lot passed all acceptance criteria. (Eval methods performed at lot qualification. Since the actual device involved in the event is not being returned for evaluation, the evaluation method of the lot from which it was manufactured is provided instead.) The report indicated that the test strips not yet cleared for use with the omnipod system had been used to take bg readings prior to the event. Through a dedicated section on our website and through email notification, insulet has informed its customers that only the "current" test strip cleared for use should continue to be used with the omnipod system until clearance for the "new" test strip is obtained.

Event description:
The patient's mother reported that she believes the pdm "was not reading properly for bg levels." As a result, her son was sent to the hospital due to ketoacidosis. The patient's health care provider had the pdm and believes "that the pdm bg meter is defective." No specific failure of the pdm was cited. It was reported, however, that a new test strip not yet cleared for use with the omnipod system was being used to take bg readings prior to the event, insulet product support advised that if these strips were to be used, then it is recommended that the back up meter included in the patient's starter kit be used in conjunction. The pdm will not be returned for evaluation.